Manufacturer narrative:
Implanted: only year valid. Exact date of implant is not known. Event problem: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported as per the call from patient's mother that: on an unknown date in 2016: a revision surgery was performed and the broken connecting rod was removed; and was replaced with a new one. On (B)(6) 2019: the patient had back pain. X-ray image was performed, in which, the connecting rod of the internal fixation system was found broken. The patient still has symptoms of back pain and has requested for a revision surgery again.